Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during a knee arthroscopy, the vapr tripolar 90 suction electrode continued to work in coagulation mode after stopping the pressure with the control buttons. The electrode control was blocked on operating mode. The electrode was changed. Risk of burn and right knee lesion. No consequence for the patient. Additional information provided by the affiliate reported the alleged malfunction occurred during arthroscopy right knee due to a villonodular synovitis. It was also reported there were no delays and no patient impact. The affiliate reported the surgeon was able to complete the procedure by changing the electrode.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10 (concomitant medical products). H3 (device evaluated by MFR), h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and evaluated.the complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device.1 coag and 1 ablate buttons don't work. The device was forwarded to the manufacturer for further investigation into the observed failures. Manufacturer indicated that active continuity (button 1) (identified with 'x') was failed while performing additional electrical tests.the reported condition cannot be confirmed as the buttons always released during the evaluation, however, a fault with two of the handswitching buttons was identified during the functional testing. One ablate and one coag button would not function when pressed, the remaining buttons and footswitch operated as expected. Removal of the rubber boot and manipulation of the buttons lead to the buttons intermittently working. Refitting of the rubber boot resulted in intermittent operation; however, this eventually went to consistent operation.from the initial investigation the likely cause of the defect to be a supplier manufacturing defect relating to the switch pcb assembly p/n 295008 . A CAPA investigation cr-301110 has been initiated to investigate this issue further in an effort to determine root cause and identify any potential corrective actions.a manufacturing record evaluation was performed for the finished device lot number (u1903018), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: a manufacturing record evaluation was performed for the finished device u1903018 number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.